Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: rarcx robot assisted radical cystectomy. Event description: when closing the pouch, the string came loose, but the insertion device could not be pulled back. The string appears to be tangled, which is why the knot was also stuck in the shaft. Type of intervention: ni. Patient status: no patient injury reported.